Manufacturer narrative:
Pt info and device serial number/lot number were requested.

Event description:
A physician reported a patient (who is a close friend) developed painful nodules in both axilla one and a half years after receiving the miradry treatment at a clinic where the physician used to work. The reporting physician did not provide the treatment.